Event description:
The customer reported being hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 660 mg/dl. The customer was unable to troubleshoot at the time of the event. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform further functional testing.